Manufacturer narrative:
Reporter phone number (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-07020. It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the leads were explanted and replaced. The new leads were implanted at a new position to address the issue.